Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification during incoming inspections as a small deviation between the stylus and the cursor on the screen was noted. It was also found that the keyboard was damaged and there was no paper in the printer paper tray. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.